Event description:
Event description guidant received information that the battery level of this device did not seem to read appropriately, as it was at beginning of life. It was noted that this device was included in the population of a recent field advisory regarding the hermetic seal. The pacemaker was interrogated again, and the battery estimate was more appropriate, pointing to approximately 1/4 remaining. Technical services (ts) did a longevity estimation, which resulted in an expectation of 9 years, however, the field representative did not feel that this was very accurate. A download of the device memory was also suggested by ts, however, the field representative did not have the appropriate prm key.